Event description:
The patient was on the blanketrol in order to maintain a body temperature of 99 deg. Fahrenheit via the unit's automatic control mode and sensing temperature with a disposable rectal temperature sensing probe. Nurse came into patient room to move patient from laying on his back to his left side. The nurse noted several areas on upper and mid back, and on right thigh, where skin tears were present from "past burns". Blanketrol unit was set at 99 degrees, the temperature indicator from the rectal probe read 99.7 deg. F. And the blanket water tank temperature indicator showed a temperature of 105 deg. F. The nurse then removed the unit from the room and notified the charge nurse of the situation. Biomedical engineering was notified and a complete test of the system was performed. Unit was operating within specifications.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: telemetry failure, unanticipated adverse reaction - long term, unanticipated long term complication of procedure. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.